Manufacturer narrative:
Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that 2 unspecified bd q-syte¿ devices leaked, 2 q-sytes' septums were damaged/defective, and 3 devices had foreign matter on them. The following information was provided by the initial reporter: "it was reported via survey response that the clinician experienced leakage (2), bd q-syte septum is damaged/defective (2), foreign matter on device (3). Additional information related to what leaked and from where states: "it came from inside the tube because it was not lached on properly" "inside the tube" additional information related to bd q-syte septum is damaged/defective states: "the vial wouldnt lach" additional information related to the impact of bd q-syte septum is damaged/defective states: " additional information related to the impact of bd q-syte septum is damaged/defective states: "didnt close fully" additional information related to the impact of foreign matter on device states: "was latched loosely"".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd q-syte¿ devices leaked, 2 q-sytes' septums were damaged/defective, and 3 devices had foreign matter on them. The following information was provided by the initial reporter: "it was reported via survey response that the clinician experienced leakage (2), bd q-syte septum is damaged/defective (2), foreign matter on device (3). Additional information related to what leaked and from where states: "it came from inside the tube because it was not lached on properly" "inside the tube" additional information related to bd q-syte septum is damaged/defective states: "the vial wouldnt lach" additional information related to the impact of bd q-syte septum is damaged/defective states: " additional information related to the impact of bd q-syte septum is damaged/defective states: "didnt close fully" additional information related to the impact of foreign matter on device states: "was latched loosely"